Event description:
It was reported that the right ventricular (rv) pace impedance measured less than 200 ohms. The low impedance triggered the lead safety switch, resulting in the programming vector changing from bipolar to unipolar. Muscle noise detected in the unipolar configuration resulted in a ventricular episode being recorded by the pacemaker. The patient recently underwent a radiofrequency atrial ablation procedure and it was suspected that this procedure damaged the rv lead insulation. Follow-up with the patient's regular physician was planned. The rv lead remains in service at this time and no adverse patient effects were reported.